Event description:
It was reported that inflation could not be maintained on two (2), m5.5 sct, specialized single cannula cuffed tracheostomy tubes. It is unknown how long the devices were in use when the reported problem was detected. Limited info available/provided regarding pt,event and device usage. Add'l info has been requested there was one (1) pt involved with no reported pt compromise. The m5.5sct devices are reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission the devices have not been received by the MFR.